Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an unknown procedure performed on (B)(6) 2015. The procedure was completed with this device. There were no patient complications reported at the conclusion of the procedure. According to the complainant, a day after the procedure, the patient experienced perineal, perianal and left buttock pain. There was no fever. The patient had analgesic and anti-inflammatory treatment.